Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and infusion set bent cannula event. Blood glucose level was 444 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025. No further information available.